Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had number of pump error. Customer's blood glucose level was unknown. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with pump error 38 during rewinding due to corroded motor home switch. Device was received with minor scratched lcd window, scratched case and cracked select button keypad overlay.